Event description:
"After completed infusion of paclitaxel, nurse removed the tubing. While removing the tubing, nurse noticed that the spike on the infusion adapter broke into two pieces. Infusion bag: 100 ml partial fill in 150 ml pab container (bbraun). No pt or user injury reported.

Manufacturer narrative:
The reported incident does not involve death or injury to pt, user or other person. The risk of potential death or serious injury is considered negligible. Investigations performed in relation to previous reports have shown that fractures of the phaseal infusion adapter c100 spike may occur as result of interaction between the infusion adapter spike, certain drugs and certain IV container port. Previously reported incidents with fractured c100 spikes have occurred in combination with bbraun pab IV containers with rigid spike ports. There has been no evidence that undiluted drug (paclitaxel) may cause fracture of the c100 spike, unless the drug and spike are used in combination with the mentioned IV container. A technical bulletin with this info together with a recommendation to flush the infusion adapter with diluted drug immediately after injection has been issued to all u.s. Customers as a result of earlier investigation. The instruction for use was revised accordingly.